Event description:
Patient here for treatment of a bilobed broad-necked anterior communicating artery aneurysm at the right a1-a2 junction which points anteriorly and slightly inferiorly measuring approximately 5.6 x 4.2 mm with a 3.7 mm neck. At the conclusion of the procedure a mynx closure device was selected. Upon deployment the balloon was found to not be inflating properly. It was removed and saved for investigation.